Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided section d4 - model number: partial model number indicated since the serial number was not provided. Section d4 - catalog number: partial catalog number indicated since the serial number was not provided.. Section d4 - serial #: unknown/ not provided section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI #: unknown as product serial number was not provided. Section d6a - implant date: unknown, as information was requested but not provided section d6b - explant date: not applicable, lens remains implanted, therefore not explanted section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient implanted with a preloaded intraocular lens (iol) had issues with dysphotopsia. The complaint reporter did not know if the patient was experiencing blurry vision or halos. The patient had yttrium aluminum garnet (yag) treatment as the doctor did not get the right refractive outcome. No further information was provided.